Manufacturer narrative:
This follow up report is being initiated at the request of FDA's center for devices and radiological health, office of surveillance and biometrics. The request was made on 4/15/97. This report will attempt to clarify and interpret the following points: the two events reported, steps taken by the manufacturer including a copy of the field service report and a copy of the letter to the customer. Also, the 1996 and 1997 trending for patient reaction related to plateletpheresis contamination reported to baxter healthcare fenwal division post market quality assurance (pmqa) for the cs-3000 blood cell separator and the disposable kits. Analysis: complaint filed for the death of a female patient and complaint filed for the death of the male patient apparently occurred after the transfusion of a contaminated plateletpheresis product which had been divided into what is referred to a split product. A split product is the practice of obtaining two platelet products from one single donation. A baxter field service representative visited the account and verified proper instrument function on 2/25/97. The apheresis kit used for the donation in question was reported by the customer to have been discarded following use and was not available for subsequent evaluation. The customer denied that any blood leak had taken place during the donation procedure. A batch review of the apheresis kit lot number in question (h96l10018) was also performed by the kit manufacturing facility. This review indicated that this product lot number had been manufactured and released per specification. FDA expressed concern that bacterial culture of the cs-3000 instrument was not performed. Dr. Assistant medical director, noted that culture of instrument surfaces was not performed since blood is never in contact with these surfaces during blood processing. Donor blood is processed exclusively within the sterile closed system apheresis kit and is never in contact with the instrument pumps, clamps, chambers, etc. No claim for separator surface sterility is made by the manufacturer. Inspection of the instrument revealed no obvious evidence of blood or plasma leak as noted by the baxter service representative. A review of blood center records indicated that other platelet products previously and subsequently collected with the separator in question (serial number 10324) were transfused with no evidence of adverse effect. As part of the investigation performed by the blood center, the donor of the platelet products in question returned for blood and urine culture. Blood culture was negative while urine culture revealed the presence of e. Coli, an organism different from that recovered from the patients who expired. Further details of the blood center's evaluation of these events has not been provided to baxter. Baxter did not provide a specific recommendation to the blood center due to the fact that there was no evidence that either the apheresis kit or the instrument contributed to the bacterial contamination in the collected platelet products. Bacterial contamination of platelet products prepared from whole blood and apheresis procedures is a recognized complication of 22 c platelet storage and has been described by a number of authors 1-4. Conclusion: these two deaths are two isolated incidents occurring from one single platelet donation which could not be traced to a malfunction of the cs-3000 blood cell separator or the closed system apheresis disposable kit. Reveiw of literature suggest that bacterial contamination is a rare, but real risk associated with any blood collection procedure. The risk of bacterial multiplication is more likely in components stored at room temperature (20 c-24 c) 1-4. The initial report information has been updated and is reflected in the information printed in this follow up report. Unless substantially significant information becomes available, this constitutes a final report 21 cfr 803 & 310 requires that this report be filed whenever there is an allegation that a reportable incident has occurred. Some information contained herein has been supplied by others. Significant additional facts may be relevant to the alleged incident. It is not possible to conclude from this report whether or not the medical device or drug caused or contributed to an alleged incident. Therefore, this report must not be interpreted as an admission of fact or liability.

Event description:
On 2/25/97, an oncology female pt received a platelet transfusion. The pt exhibited a febrile reaction and subsequently died. Klebsiella pneumoniae was recuperated from the pt's blood. The platelet product was not cultured. The other platelet product was transfused to a male pt in another hosp and his blood also tested positive for k. Pneumoniae. This pt subsequently had to go back into the hosp and he expired on 3/21/97. The death of the second pt became known to co. Pmqa on 3/21/97 while investigating the death of pt #1 the female pt.